Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was under-responsive. There was reportedly moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: investigation revealed that there was moisture in the display. The ok keypad button was found to be under responsive. Leak testing revealed a keypad leak. The keypad cover was removed and no defects were found to the button contacts. The pump was opened, and there was evidence of moisture corrosion found on the keypad flex connector and on the keypad flex cable.